Manufacturer narrative:
A4 patient weight was added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the paddle lead wires were cut and the rest of the lead remains implanted at t11/t12. The physician implanted a new paddle lead at t7/t8. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. The physician indicated that the paddle lead was not placed in the right location. As a result, surgical intervention may take place at a later date to address the issue.